Manufacturer narrative:
This customer reported that they got "no shock delivered" messages two times during a pt event. They switched to a different defibrillator to care for the pt. The involved pt died. We are still trying to determine if the device played a role in the pt outcome. A follow-up report will be submitted after philips obtains more info about this event.

Event description:
This customer reported that they got "no shock delivered" messages two times during a pt event. They switched to a different defibrillator to care for the pt.